Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. Functional evaluation was performed. The reported problem was confirmed. The drill heated up instantly and was hot to the touch. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode identified similar events. The most likely cause of this event is a mechanical or electrical failure of the device. The device is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during preventive maintenance, water was seen in the anspach drill connector (the soak cap was on properly before cleaning). After leaving the connector to dry, the drill was plugged in to run the drill test. Rpm fluctuated between 75,000 and 80,000 rpm as the motor struggled to maintain 80,000 rpm. The anspach console was not faulty because it was tested with two other drills and the drills maintain 80,000 rpm when the footswitch was fully depressed. No other complications were reported.